Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a leak at the reservoir barrel. It was reported that the customer noticed the leaking while filling insulin inside the reservoir. The customer states that drops are visible. No further information provided.